Manufacturer narrative:
H6. Health effect - clinical code added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in g1(manufacturer contact fax number); upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the positioning issue was use related to patient movement per details that pump became out of position after patient was combative and flailing/thrusting elbows. The cause of the injury was not determined due to insufficient clinical details. The cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Section d4 catalog number was corrected.

Manufacturer narrative:
B1/b2 product problem was added as it was inadvertently omitted from the initial report that was submitted. D4 primary UDI number was revised. E1 added initial reporter phone number as it was omitted from the initial report that was submitted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 54-year-old male with a past medical history of coronary artery disease and a pre-support clinical state consistent with scai shock stage d underwent pre-operative placement of an impella 5.5 via the right axillary/subclavian artery implanted (B)(6) 2026 at 10:36. During sedation wean and extubation, the patient became combative and unreceptive to nursing staff, with violent coughing and significant body movement including flailing and thrusting against the bed. Subsequently, a console alarm indicating ¿impella in aorta¿ was observed. A stat echocardiogram confirmed the impella inlet was positioned in the aortic root. The implanting physician made a small attempt to reposition and advance the device across the aortic valve but elected to discontinue further manipulation and return the patient to the operating room for device replacement. The event involved loss of proper impella positioning during patient agitation and movement during sedation wean, necessitating device explant and replacement; the patient survived the event and remained stable. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.